Event description:
It was reported that during use of implantable cardiac monitor (icm) a device shift occurred that was indicated as fallen down. The icm was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the reveal linq registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.